Manufacturer narrative:
The products were implanted in (B)(6) 2011. The exact implant date is unknown. The products were implanted in (B)(6) 2011. The exact implant date is unknown. (B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 9790313 / lot: unk (x1) part: 6958714 / lot: unk (x1) part: 6958924 / lot: unk (x1) part: 6950315 / lot: unk (x1) the manufacturer could not determine the suspected products. We are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date, post-op, screws came loose and patient underwent a removal surgery in (B)(6) 2011.